Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Unknown implantation date. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed.   This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will  be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: alimi, m. Et al (2016), anterior cervical discectomy and fusion (acdf): comparison between zero profile implants and anterior cervical plate and spacer, cureus, vol. 8 (4), pages 1-15 (USA). The aim of this retrospective, prospective, cohort study is to compare zero-profile devices to conventional acdf with an anterior plate, focusing on the rate of persistent dysphagia and prevertebral soft-tissue swelling. Between october 2007 to october 2011, a total of 104 patients (53 male and 51 female) with a mean age of 55.9 ± 1.20 underwent anterior cervical discectomy and fusion (acdf). Of these patients, only 34 were implanted with zero-p implant (synthes®, west chester, pa), while others received a competitor's device. The mean clinical follow-up was 15.7 ± 1.2 (sem) months for patients with zero-profile implants and 14.8 ± 2.1 months for patients with conventional acdf with anterior plating. The following complications were reported as follows: in the postoperative period, 27.9% of patients with the zero-profile implant experienced transient dysphagia. However, at the latest follow-up, 1.5% of patients in the zero-profile group continued experiencing dysphagia. The prevertebral soft tissue thickness at latest follow-up is 10.88 ± 0.39. This report is for an unknown zero-p constructs. A copy of the literature article is being submitted with this medwatch. Additional information received from author via email on october 29, 2019 stating "the right person to ask would be either dr. Roger härtl or marjan alimi. Currently, I dont work at cornell anymore and I have no access to that data nor any patient information." Alimi, m. Et al (2016)/anterior cervical discectomy and fusion (acdf): comparison between zero profile implants and anterior cervical plate and spacer. This report is for 1 of 1 for (B)(4).